Event description:
Report received indicated that stent could not be advanced. The tip of stent delivery system (sds) got stuck, therefore, sds was retrieved and after retrieval was noticed that the stent was twisted. Further information revealed that the sds could not move forward because, it was stuck in the terumo 7 french sheath introducer (si). Event occurred during insertion of the sds into the si. No issues were reported with the si. There were no abnormalities noted during sds product inspection. The product was prepped and clinically used following the instructions for use (IFU). Access was made through the right femoral artery. The target lesion was a calcified common iliac artery. The procedure was successful using another genesis stent system. There was no adverse consequence to the patient.

Manufacturer narrative:
While advancing the stent delivery system (sds) through the sheath introducer. The sds encountered resistance and would not advance any further. The sds was removed and described as twisted. The product was prepped per the IFU and inspected before use and no anomalies were noted. The procedure was successfully completed with another stent. There was no reported patient injury. A clinically used opta pro sds was returned for analysis. The actual involved sheath and guide wire were not returned. Three proximal stent struts were found to be up-lifted. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). No mfg related anomalies were observed on the returned sds that might have caused the reported difficulty experienced by the customer. It appears that the proximal stent struts were up-lifted during withdrawal of the sds back through the delivery sheath. The reported twisted condition of the stent was not observed. Because the product was inspected prior to insertion into the sheath introducer and no anomalies were noted, the strut uplift reported by product analysis might have occurred during withdrawal of the sds back through the sheath introducer. This is supported by the fact that the uplifted struts were reported on the proximal end of the stent. Based on the info available, it appears that the problem experienced by the customer may have been caused by procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.